Manufacturer narrative:
Reporter facility name truncated due to character limit: (B)(6). An unpublished paper from (B)(6) made allegations of false negative results for target 2(sarbecovirus). Upon retesting 4 patient samples that originally generated target 1 positive and target 2 negative, the patients tested positive for both targets. Further sequencing identified a point mutation which is located within the primer sequence leading to poor binding and the quenching of the e-gene signal. Procedural limitations covers mutations within the target regions. The assay is working as intended, as it is explained within the result interpretation section of the method sheet, that a result of target 1 positive and target 2 negative is a positive sars-cov-2 result. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. An unpublished paper from (B)(6) referencing discrepant results with the cobas® sars-cov-2 test was brought to the attention of roche. The paper was titled 'failure of the cobas® sars-cov-2 (roche) e-gene assay' and its allegation of false negative results for target 2 (sarbecovirus). Roche was made aware of this paper and is working with the author of the paper to review for accuracy prior to peer review of the paper. The paper documents 4 patients that all worked at the same health care team generated results that were target 1 positive and target 2 negative. Retesting was performed as the expectation is that a target 1 (sars-cov-2 specific) positive would generate a positive for the target 2 e-gene (all sarbecoviruses). The retest of the 4 samples was done with a lab developed test (ldt) per another paper (corman et el ¿detection of 2019 novel coronavirus (2019-ncov) by real-time rt-pcr) in which the results for e-gene were positive. Based on all results generated, sequencing was performed and a point mutation was identified at position 26340. The mutation is a c to t transition. This point mutation is located within the primer sequence leading to poor binding and the quenching of the e-gene signal. The cobas® sars-cov-2 test contains a dual target design with primers and detection probes which are specific for the orf1 a/b non-structural region that is unique to sars-cov-2 and a conserved region in the structural protein envelope e-gene for all savecoviruses (including sars-cov-1 and sars-cov-2) detection. The assay is working as intended as it is explained within the result interpretation section of the method sheet that a result of target 1 positive and target 2 negative is a positive sars-cov-2 result. The method sheet provides the following explanations for not detecting target 2: a sample at concentrations near or below the limit of detection; a mutation in the target 2, target region, or; other factors.